Manufacturer narrative:
Could not reproduce reported problem. Unit was opened and visually inspected. There was no sparking or whining sounds.

Event description:
The dealer states that the unit is sparking at the wall. The dealer states when you do plug it in, it makes a whining sound.

Manufacturer narrative:
A follow up will be sent if additional information is received.

Event description:
The dealer states that the unit is sparking at the wall. The dealer states when you do plug it in, it makes a whining sound.